Manufacturer narrative:
The investigation is ongoing. Device not returned.

Event description:
As reported from our affiliates in australia, approximately 2 years 6 months post implant of a 23 mm sapien 3 valve in the pulmonic position, the valve was explanted. A surgical valve was implanted. The cause of the explant is unknown at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information provided. Additionally, it includes information from the investigation performed. The following sections of this report have been corrected/updated: b1 (report type), b7 (other relevant history, including preexisting medical conditions), h6 (health impact - clinical code, device code, type of investigation, investigation findings, and investigation conclusions) and h10 (provide narrative/data). Additional information was provided and revealed the patient's 23mm sapien 3 valve was explanted due to the valve becoming stenotic. The patient was noted to be symptomatic as they presented with shortness of breath (sob) on exertion. The sapien 3 valve was replaced with a surgical valve and the patient tolerated the procedure well. The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery or medical records were provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system with valve usage. Per the IFU, structural valve deterioration such as stenosis is listed as a potential risk associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Additional assessment of the failure mode is not required at this time. The event for valve stenosis was unable to be confirmed due to unavailability of medical records and relevant procedural imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU/training materials revealed no deficiencies. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may also be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. Depending on the severity, it could be an indication for valve replacement or medical intervention. Tissue calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification is not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, a 23mm sapien 3 valve was explanted due to valve stenosis after approximately 2 years 6 months of implantation within a non-edwards valve in the pulmonic position. The root cause for valve stenosis was unable to be determined, however, it may be related to patient and/or procedural factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.